Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Based on the analysis, the alleged insulin gauge issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 100 mg/dl. The customer reverted to an alternate method in insulin therapy. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.